Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("perforation of uterine tube and migration of an insert toward the intestine"), rash ("skin rashes whereas she never even had a blemish") and sinusitis noninfective ("very severe inflammation of the sinuses which continued despite surgery in (B)(6) 2015") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced sinusitis noninfective (seriousness criterion medically significant). In 2014, the patient experienced dyspnoea ("completely out of breath (I had to stop doing cardio-training, which I did 4 times a week)"), fatigue ("very major chronic fatigue") and premature menopause ("menopause at (B)(6), the year the device was placed"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), rash (seriousness criteria medically significant and intervention required), gastritis ("inflammation of the stomach, oesophagus and tendons"), oesophagitis ("inflammation of the stomach, oesophagus and tendons"), tendonitis ("inflammation of the stomach, oesophagus and tendons"), headache ("terrible headaches"), hypothyroidism ("hypothyroidism"), paraesthesia ("tingling in hands and feet"), eye movement disorder ("eye twitching"), vision blurred ("blurred vision") and vomiting ("vomiting in morning about twice a week"). The patient was treated with surgery (in (B)(6) 2014 the patient underwent right salpingectomy for removal of one insert), surgery (laparoscopic hysterectomy with salpingectomy to remove the second insert on (B)(6) 2017) and surgery (surgery due to sinusitis was performed in (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, rash, dyspnoea, fatigue, gastritis, oesophagitis, tendonitis, headache, premature menopause, hypothyroidism, paraesthesia, eye movement disorder, vision blurred and vomiting outcome was unknown and the sinusitis noninfective had not resolved. The reporter considered dyspnoea, eye movement disorder, fallopian tube perforation, fatigue, gastritis, headache, hypothyroidism, oesophagitis, paraesthesia, premature menopause, rash, sinusitis noninfective, tendonitis, vision blurred and vomiting to be related to essure. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had haemorrhagic menstrual periods, depression and fibromyalgia. Haemorrhagic menstrual periods is an anticipated event in the reference safety information for essure, the other events are unanticipated. Changes in the pattern or amount of menstrual bleeding have been reported with essure. These changes may also occur following discontinuation of hormonal contraception. Given the nature of the event haemorrhagic menstrual periods and lack of alternative explanation in this case, causality with essure cannot be excluded. Depression is a highly prevalent disorder involving the imbalance of the monoamine neurotransmitters, and its pathogenesis involves genetic, social and psychologic factors. Fibromyalgia is most common in young or middle-aged women, and is currently understood as a neurosensory disorder characterized in part by abnormalities in pain processing by the central nervous system. Considering the nature of these events, and the local effect of essure in the fallopian tubes, causality was excluded. Although no death or serious injury was mentioned in this case; it was regarded as incident in line with health authority's assessment. A product technical analysis is expected.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods"), depression ("depression") and fibromyalgia ("fibromyalgia") in a female patient who had essure (batch no. 945069) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), depression (seriousness criterion disability), fibromyalgia (seriousness criterion disability) with arthralgia, alopecia ("hair loss"), night sweats ("night sweats") and gingival bleeding ("bleeding gums"). At the time of the report, the menorrhagia, depression, fibromyalgia, alopecia, night sweats and gingival bleeding outcome was unknown. The reporter considered alopecia, depression, fibromyalgia, gingival bleeding, menorrhagia and night sweats to be related to essure. The reporter commented: diagnosis of fibromyalgia and depression leading to sick leave from (B)(6) 2015 to (B)(6) 2017 and therapeutic part-time post from (B)(6) 2017. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: menorrhagia- analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number 945069, production date jan-2012, expiration date jan-2015 based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-may-2017: quality-safety evaluation of ptc company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had haemorrhagic menstrual periods, depression and fibromyalgia. Haemorrhagic menstrual periods is an anticipated event in the reference safety information for essure, the other events are unanticipated. Changes in the pattern or amount of menstrual bleeding have been reported with essure. These changes may also occur following discontinuation of hormonal contraception. Given the nature of the event haemorrhagic menstrual periods and lack of alternative explanation in this case, causality with essure cannot be excluded. Depression is a highly prevalent disorder involving the imbalance of the monoamine neurotransmitters, and its pathogenesis involves genetic, social and psychologic factors. Fibromyalgia is most common in young or middle-aged women, and is currently understood as a neurosensory disorder characterized in part by abnormalities in pain processing by the central nervous system. Considering the nature of these events, and the local effect of essure in the fallopian tubes, causality was excluded. Although no death or serious injury was mentioned in this case; it was regarded as incident in line with health authority's assessment. The product technical analysis concluded, an investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect.